Manufacturer narrative:
Stryker technical support instructed the customer to clear the event code from the memory of the device which thereafter did not return. The device was not returned for evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer confirmed that the user test was initiated immediately upon powering on the device, resulting in the reported event code. This is a known issue involving the user test being initiated immediately after powering on the device. The lifepak 15 software version -109 and greater adds an additional h-bridge test when the device is powered on. The same h-bridge test is also performed when the user performs a user test. If a user initiates a user test immediately after turning the device on, the device attempts to perform 2 h-bridge tests at the same time which will cause the user test to fail and the service light to come on. Performing 2 h-bridge tests at the same time does not cause any damage and the device is still operational with the service light lit. When the power is cycled the service light is cleared and the device will pass the user test when initiated a few seconds after power up. The device remains in use with the customer.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.